Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system and confirmed that the problem with foot pedal, has broken off on cable part. Local fse replaced by wireless footswitch charger. After replacement the system was returned to use in good working order. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction (z-2485-2023).

Event description:
It has been reported that there was a problem with the foot pedal and it was broken off on the cable part. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.